Manufacturer narrative:
Evaluation summary: the product was not returned. The lens remains implanted in the pt's eye. Product history and bath records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts to gather additional info have been unsuccessful. (B)(4).

Event description:
A surgeon reported that after an intraocular lens (iol) was implanted, glistenings were observed. Additional info was requested.